Manufacturer narrative:
Reported event of premature discharge of battery was confirmed. The device battery voltage was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was premature. Current was monitored for an extensive period and no high current drain was noted on hybrid. Further analysis performed on the battery by outside lab found no anomaly. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device reached it's end of service (eos) prematurely. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.